Event description:
The lay user/pt contacted lifescan in 2006 alleging erratic readings on his one touch ultra meter. A med affairs spec (mas) spoke to the pt one day later and obtained/verified the following info. In the night of 2006, the pt tested his blood glucose and obtained either a 260 mg/dl or a 270 mg/dl reding and did not experience any symptoms. He took 50u of humulin insulin and then went to bed. The following morning the pt was in a coma, his wife contacted emergency svs. Pt was taken to the hosp and was diagnosed with heart failure and was admitted in the hosp for 18 days. The pt refused to answer any further clinical info. The technique of applying blood on the test strip was correct. Customer care advocate (cca) sent the pt a replacement meter. The etiology of the loss of consciousness is not clear as the pt was admitted for heart failure.